Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a discrepant result of two donor samples with erytype s rh-pheno double when testing on tango optimo. The donor samples yielded a positive reaction with anti-e ((B)(6)), but a negative one with anti-e ((B)(6)) on erytype s rh-pheno double. The customer reported (B)(6) as the date of event but a second testing with this result occured either on (B)(6). The customer was not certain about this second date. The customer did return the donor samples that had caused discrepant results, but none of the supposedly defective product was sent back for investigational testing. Therefore our quality control laboratory tested both patient samples with the retained sample of erytype s rh-pheno double on tango optimo and could confirm the customer's result. The patient samples were sent to an external laboratory for molecular typing of the e (rh3) antigen. The external laboratory typed the e (rh3) antigen as e variant type I [m167k], also called ew. There is a corresponding reference in the instruction for use: "ew bloods react negative on erytpye s with the monoclonal anti e ((B)(6))". The retained sample of erytype s rh-pheno double was tested with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh-pheno double functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a discrepant result of two donor samples with erytype s rh-pheno double when testing on tango optimo. The donor samples yielded a positive reaction with anti-e ((B)(4)), but a negative one with anti-e (clone 906) on erytype s rh-pheno double. The customer reported (B)(6) as the date of event but a second testing with this result occured either on (B)(6). The customer was not certain about this second date. The customer did return the donor samples that had caused discrepant results, but none of the supposedly defective product was sent back for investigational testing. Therefore our quality control laboratory tested both patient samples with the retained sample of erytype s rh-pheno double on tango optimo and could confirm the customer's result. The patient samples were sent to an external laboratory for molecular typing of the e (rh3) antigen. We are still waiting for the results. The retained sample of erytype s rh-pheno double was also tested with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh-pheno double functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.